Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve slowly popped. Toward the middle of the procedure, the balloon deflated. The physician's assistant pushed the black valve back down and was able to complete the procedure using the same device. The hospital did not report any pt complications.